Event description:
It was reported that a patient underwent a cardiac ablation with a varipulse¿ bi-directional catheter and the patient experienced cardiac tamponade that required drainage. After the procedure, a cardiac tamponade occurred. After the patient returned to the ward, the patient¿s blood pressure dropped. The patient vomited, prompting drainage to be performed. The patient¿s condition stabilized after the drainage was performed. Patient required extended hospitalization. It was suspected that difficulty manipulating the catheter for right inferior pulmonary vein (ripv) and excessive bending of the sheath might have caused myocardial injury. The catheter briefly slipped out into the right atrium (ra) and the varipulse¿ bi-directional catheter was operated momentarily. The issue was noticed immediately and managed promptly, so it was believed there was no problem. Additional information was received. The outcome of the adverse event was improved. The patient did not require cardiac surgery.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31756343l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).